Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for non-malignant pain indications for use. It was reported that the pump was completely turned off, although it was scheduled to be depleted this month. The patient reported that the pump did not provide any pain relief. The patient stated the medication was either up so high every time they gave themselves a bolus dose it would cause them to overdose and start puking within 15 minutes of pushing the button. However, the pain never went away. The patient stated that it was down so low the pain never went away. They had 5 surgeries, and they were not satisfied with all the devices. The patient stated that their ketamine injection or pain killer did not help. The agent did not ask what drug was previously in the pump due to the reason and nature of the call. Additional information was provided from a consumer stated that since the pump was implanted in 2018, the patient has experienced symptoms of overdose and has required multiple hospitalization. Although the pump did provide pain relief, a reduction in dosage b the physician lest to resolution of the overdose symptoms. However, the patient continues to suffer from chronic pain. The cause of the adverse event was unknown. At present, the pump has been turned off at the patient¿s request, as they have chosen to discontinue its use.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.